Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The exact cause of the annular rupture cannot be confirmed. As per reporter, review of the imagery afterwards showed no indication of annulus rupture post tavr. However, it may be related to patient factors (severe annular calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), prior to the deployment of the 29mm sapien 3 valve by tf approach in aortic position, balloon aortic valvuloplasty (bav) was performed twice as during first inflation the balloon moved and bav was not effective. Afterwards the valve was well implanted without issues and good result. Thirty minutes later a pericardial effusion was noted and the pericardium was punctured. However, no improvement of patient condition and it was decided to convert the patient to open surgery. An annulus rupture was confirmed and repaired, the sapien 3 valve was explanted and a magna ease 21mm implanted. However, the patient did not recover from the procedure and died. Implanting doctor reviewed the imagery afterwards and there was no indication of annulus rupture post tavi. All seemed to be well. The native annulus had severe calcification.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.